Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is considered likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the procedure was to treat the proximal to mid lad which was heavily calcified and severely stenosed. The lesion was pre-dilated many times with many balloons of various sizes, but the large eccentric calcified lesion maintained the same severity and the balloons could not open the lesion. More pre-dilation attempts were made with larger size balloons, including the 3.0 x 13 mm powersail, but these were also not able to open the lesion. It was decided to perform direct stenting. Two attempts were made with different stents, but both stents failed to cross the lesion. The lesion was then pre-dilated with two different sized balloons opening the lesion. It was then decided to end the procedure. There were no patient effects. No additional event or patient information is available. This is being reported based on the analysis of the returned device which revealed a balloon rupture.

Manufacturer narrative:
Results code - product performance engineering was unable to determine a definite root cause for the balloon rupture. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible on the balloon. There was contrast visible in the inflation lumen and balloon. There was a longitudinal rupture in the balloon 1 cm in length. There were no scratches visible on the balloon. The inflation lumen was smashed 6.2 cm distal to the guide wire exit for a length of 8 mm. There was no other damage noted to the balloon catheter. The powersail was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned devices factors that may contribute to difficulties dilating a lesion include, but are not limited to, device size selection, calcification, tortuosity, degree of stenosis, contrast concentration, and inflation pressure. Based on the description of the lesion and the difficulties experienced by multiple devices during the procedure, it is likely that the lesion characteristics contributed to the inability to dilate the lesion. Analysis of the 3.0 x 13 mm powersail noted a longitudinal rupture and smashed inflation lumen. Both of these could have affected the ability of the device to dilate the lesion, though this damage was not reported in the incident information, and it is not known when the device was inflated. The sem analysis of the rupture found that the longitudinal rupture had lines along the inner surface of the balloon. However, since the circumstances of the balloon rupture cannot be determined, a definite root cause for the balloon rupture cannot be determined. Overall, it appears that the inability to dilate the lesion was related to the lesion characteristics, and thus the operational context of the devices. Product performance engineering will monitor the incident circumstances. All dilatation catheters are 100% visually inspected for balloon damage and leak tested during the manufacturing process. This MDR is considered closed by the product performance group.